Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) surgical centre (B)(6) 2018. Primary approx. 3 years ago, polyethylene liner fractured. Patient's initial: (B)(6).

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the devices were returned and confirmed the fracture of the liner depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 736377 device history review: no anomalies or deviations were found during the DHR investigation. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.